Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system components were evaluated and replaced as part of a system upgrade to allow the system to properly run version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.